Manufacturer narrative:
Visual inspection. A single image of the reported stem was provided, the reported fracture is confirmed. No additional information could be learned from the image. Clinician review indicated the likely root cause of the stem fracture was cyclic loading of the stem at the junction of the loose proximal region and well-fixed distal region of the stem. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patients' right hip was revised due to pain and x-ray revealing a broken stem. Impaction grafting with the exeter stem was performed in 1996 but no other information is available regarding this previous procedure. The surgeon did not comment regarding a trauma that would have caused the breakage.

Event description:
It was reported that the patients' right hip was revised due to pain and x-ray revealing a broken stem,. Impaction grafting with the exeter stem was performed in 1996 but no other information is available regarding this previous procedure. The surgeon did not comment regarding a trauma that would have caused the breakage.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown exeter stem. It was noted that no further information would be made available and the device would be retained at the hospital. Hospital retained device.